Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available as the site discarded the part before the lot number could be documented. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The suspect inserter was reported to have been discarded by the site and will not be returned for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the threaded portion of the tlif/dlif inserter rod that screws into the cage was damaged. No additional information in regards to the type of damage was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.